Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test. Customer's blood glucose value was 320 mg/dl. The customer was assisted with troubleshooting. Customer will be returned device for analysis.

Manufacturer narrative:
Pump monitored for several days. Unit received with all operating currents within specification and passed the unexpected restart error test and displacement test. No unexpected failed battery alarm or blank display anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and cracked reservoir tube lip.